Manufacturer narrative:
A review of the manufacture records for this device was conducted.

Event description:
The lesion was tight could not advance the first stent catheter over the guidewire. The second stent, protege everflex stent deployed, but under angio it looked mangled like an accordion and fractured and perforated the vessel. The physician then placed a covered stent. Patient is stable. Evaluation of a single cine image on (B)(4) 2015 shows only one end of the stent in the vessel. The cine image shows offset stent cells, however a stent fracture could not be confirmed.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.